Event description:
Consumer reports a contact lens was stuck in her eye for three days. She went to the dispenser who referred her to a doctor for treatment. Consumer stated she was told the problem was related to a snug fit. The treating doctor reports the patient presented with pain od and was diagnosed with bacterial vs viral keratitis. The patient was initially treated with vigamox. Further treatment with vigamox and ciloxan led to slow resolution. Patient also required topical steroids to resolve corneal edema. Treatment included lotemax and acyclovir. The doctor indicated the event is not directly related to a specific product. Doctor reported the patient's condition and vision had greatly improved. The patient will return for a follow up visit scheduled for 2008.

Manufacturer narrative:
The product was requested to be returned for evaluation and has not been received. The treating doctor indicated the event is not related to a specific product. At this time, no root cause can be determined and no conclusion can be drawn.